Event description:
It was reported that this patient's electrogram (egm) showed a recorded atrial tachy response (atr) event. Upon review, the healthcare professional (hcp) noted the atrial signals were not typical of atrial fibrillation (af); instead, the signals appeared to be ventricular sensing (vs) caused by low-amplitude noise on the right ventricular (rv) lead. Technical services (ts) was consulted and noted the arrhythmia logbook episodes show potential myopotential noise on the rv egm channel with isolated oversensing. As such, troubleshooting to evaluate this lead for evidence of a mechanical lead issue was recommended. X-ray imaging was also recommended to assess rv lead position. Additionally, ts noted one-year rv trend data shows a gradual decrease in pace/sense impedance in (B)(6) 2025. Threshold shows a slight increase and shock impedance shows a drop around the same time (mid-december). Per ts, the hcp might consider changes in patient clinical condition as a cause of recent lead measurement changes, in the absence of a lead mechanical issue. Troubleshooting and programming considerations were discussed at length, and no further assistance was needed. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
Investigation summary: with all the information, boston scientific concludes the reported clinical observation of oversensing is a known inherent risk associated with the use of this device, as documented in the instructions for use (IFU). Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the lead remains implanted; therefore, product analysis could not be performed. However, the reported observation is addressed in product labeling. Therefore, well-understood factors likely contributed to the event. Labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: this lead remains implanted and therefore has not been returned. As such, physical analysis has not been conducted in our laboratory. However, labeling review was conducted. This review determined the clinical observation is covered by the IFU. Therefore, it can be concluded that expected or well-understood factors most probably contributed to the event. Risk assessment: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this patient's electrogram (egm) showed a recorded atrial tachy response (atr) event. Upon review, the healthcare professional (hcp) noted the atrial signals were not typical of atrial fibrillation (af). Instead, the signals appeared to be ventricular sensing (vs) caused by low-amplitude noise on the right ventricular (rv) lead. Technical services (ts) was consulted and noted the arrhythmia logbook episodes show potential myopotential noise on the rv egm channel with isolated oversensing. As such, troubleshooting to evaluate this lead for evidence of a mechanical lead issue was recommended. X-ray imaging was also recommended to assess rv lead position. Additionally, ts noted one-year rv trend data shows a gradual decrease in pace/sense impedance in (B)(6) 2025. Threshold shows a slight increase and shock impedance shows a drop around the same time ((B)(6)). Per ts, the hcp might consider changes in patient clinical condition as a cause of recent lead measurement changes, in the absence of a lead mechanical issue. Troubleshooting and programming considerations were discussed at length, and no further assistance was needed. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.